Event description:
Caller reported an alarm 2, indicating an occlusion event occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin use. Additional assistance was requested, as the customer experienced frequent occlusion issues.